Event description:
Boston scientific received information that during a normal device check, noise was noted on this right ventricular lead. The noise was short in duration and appeared at different times. There was no change in impedance, threshold and sensing. Noise was not reproduced with isometrics and arm movements. The patient is not symptomatic. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual inspection. The inspection of the lead revealed a damaged insulation at approximately 21 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. The outer coil was found fractured. This damage can be considered to be the root cause for issues mentioned in the clinical observation. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. The analysis did not reveal any sign of a material or manufacturing problem.